Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that upon implanting the screw made about two rotations into cortical bone and then sheared into two pieces. At this point it was the surgeon's decision to leave the remaining screw piece retained in the pelvis.